Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.

Event description:
Clinic notes were received indicating that the vns patient had been experiencing an increase in seizures. The patient¿s device was tested and diagnostic results showed high impedance. The patient underwent generator replacement surgery on (B)(6) 2008. The replacement generator was tested with the existing lead and diagnostic results showed lead impedance within normal limits (dcdc ¿ 2). The patient¿s hypertrophic scar located in the lateral edge and below the left clavicle was also reduced during the procedure. The explanted generator has not been returned to date. Attempts for additional relevant information will be made.